Manufacturer narrative:
Other, other text: while performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, an MDR report will be filed to retract any reports associated with it.

Manufacturer narrative:
No further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed 'syringe empty' when approximately 1ml was still left on the syringe. The syringe was set at 50ml at the beginning of the test. No adverse patient effects were reported by the customer.